Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they felt like their stimulation was not working and said to begin with they don't think it ever worked right. Patient said that they had surgery for rectal prolapse on (B)(6) 2026. Patient said after like 2 weeks following the surgery they were constipated. Patient said for the first week or two following the surgery they were constipated and could not go the bathroom. Patient said they were no longer constipated. Patient reported now starting maybe two weeks ago they constantly going to the bathroom, every time they go to pee and clean themselves, they were dirty. Patient increased their stimulation 3 days ago and said nothing had change. Patient increase stimulation to a comfortable level. Patient will monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. Patient confirm they have a doctors appt on (B)(6) 2026 but will call doctor today to see if they can re-schedule early.